Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device locked and stopped cutting in the middle of the fragmentation process of the myoma. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.